Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported device had damaged tamper button which is causing a system error 132.3000 was not identified during the customer call. The tech support recommended sending in a unit for repair. Forwarding case information to the service notification team to follow up with the customer. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had damaged tamper button which is causing a system error. 132.3000. There was no patient involvement.